Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered a repeated recoverable fault on the universal surgical manipulator 2 (usm2) that could not be resolved. The technical service engineer (tse) confirmed the reported fault in the system logs. The customer power cycled the system and then hard power cycled with an emergency power off but the faults remained. The customer disabled the usm2 and continued the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and tested on a patient side cart fixture test platform (pftp) where it failed fiber test, all boards were checked and found issues pointing to the rolling loop. Aba troubleshooting was performed with known good rolling loop fiber installed and unit passed. No signs of damage during visual inspection. The rolling loop was found to be the root cause of the reported event. The root cause is attributed to a communication failure caused by a faulty rolling loop fiber cable.

Event description:
Refer to h11 for follow-up information.